Event description:
It was reported the setting display of the atlas system is non-functioning intra-operative. As the controller was otherwise completely functional, the procedure was completed. No patient complications were reported as a result of this event.

Manufacturer narrative:
Attempts to obtain additional information, including the information requested in of this form, were unsuccessful.